Manufacturer narrative:
Samples received: one open and used unit. Analysis and results: there are no previous complaints of this batch. (B)(4) units of this code batch were manufactured and distributed in the market, there are no units in stock. Received an open and used sample with the needle detached from the thread (thread is not wound on the pack). The thread seems broken in the end, but without closed samples a proper analysis cannot be performed. As no closed samples have been received and no units are available in b. Braun surgical, (B)(4) we have also reviewed the batch manufacturing record and this product had a normal process and the results during the process fulfill b.braun surgical requirements. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation ongoing.

Event description:
Country of complaint: (B)(6). It was reported that the needle detached from the thread.